Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable had wires coming out of the ends of the cable. The customer was able to charge the pump and continued insulin therapy. The customer¿s blood glucose level was 138 mg/dl.